Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device was heating up. It was reported that there was no delay in a scheduled surgical procedure as an identical spare device was available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report and date received by manufacturer were documented as jun 24, 2016 on the initial report. The correct date for both is jun 23, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had missing components. It was determined that the cause of the missing components was due to degradation of the loctite thread-locker. The assignable root cause of this condition was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.